Event description:
Customer reported, the system is displaying interlock failure errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib pcb and the filament driver pcb. System operates as intended.